Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.

Event description:
This is the first of two events for the some pt. It was reported that pt underwent a l5-s1 open tlif with a spondylolisthesis reduction using verte-stack capstone peek/infuse bone graft. Approx three months post-op, the pt complained of non-radicular hip pain. MRI reportedly revealed lesion at l5-s1 at the annulotomy with some loculation appearance pushing into the l5 vertebral body like a "cloud". An encapsulated fluid collection was identified at l5, and a fluoroscopically guided needle aspiration was performed to remove approx 5 ml of fluid. The pain persisted, so a revision surgery was performed to remove the fluid collection. Upon exploration, the encapsulated fluid wall appeared to be calcified, and was apparently compressing the nerve root. No lab results or histology report results reported.